Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber damaged at tip" at 30 minutes and 1 second and 311,203 joules of use. The procedure was completed during a second fiber. Pt outcome: "no damages to the pt".

Manufacturer narrative:
Device code: - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Fiber analysis: the metal cap exhibits moderate char. The glass cap exhibits severe devitrification at the output window. The glass cap is loose within the metal cap, has pushed forward in metal cap and can be rotated off center. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.